Event description:
The manufacturer received information alleging burning smell related to the device simply go oxygen concentrator. There was no report of patient harm or injury. No medical intervention was specified. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found thermal event as the main pca was burnt. Additionally, low o2, sieves were defective and needed to be replaced, inlet filter that need to be changed due to preventive maintenance. The customer complaint was reproduced. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further.

Manufacturer narrative:
The manufacturer previously received information alleging burning smell related to the device simplygo oxygen concentrator. There was no report of patient harm or injury. No medical intervention was specified. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, there was evidence of burnt pca. Additionally, the findings were low o2, sieves were defective and needed to be replaced and inlet filter was also replaced as part of preventive maintenance. The manufacturer previously reported the following information listed in quotes in error "the third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further". Please note that following further review of complaint information and device evaluation performed by third-party service center it was determined that the customer complaint was reproduced during evaluation. All functional tests were performed, and the unit passed final testing. In this report, box h has been updated/corrected.